Manufacturer narrative:
Weight - race: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -3.50 diopter, implantable collamer lens was implanted upside down into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted. It was reported that a replacement lens was later implanted and the problem resolved. "No patient injury was reported." In the reporters opinion the cause of the event was patient-related factor, " the patient moved a lot" was reported for cause details.